Event description:
Boston scientific received information that the impedances on this left ventricular (lv) lead measured 400 ohms to 2,000 ohms within the past (B)(6) days. There was loss of capture (loc) with 5.5 volts at 1.0 milliseconds (ms). The patient is completely dependant and symptomatic. Programming changes made and the patient was shortness of breath (sob) and reportedly felt "crummy". The physician programmed the lv lead to maximum outputs to ensure capture. The physician will perform a chest x-ray at the next visit. Boston scientific technical services (ts) was contacted and discussed suspected causes of the high impedance issue. No other adverse patient effects reported.

Event description:
Subsequently, additional information was received that this lv lead has been surgically abandoned. The impedances were greater than 2,000 ohms and there was loc in all lv configurations. No adverse patient effects were reported.

Event description:
Subsequently, additional information was received stating that a lead revision procedure would be performed in the near future. This lead will be taken out of service due to being fractured. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time the lv lead remains in service. Should additional information be received this investigation will be updated.